Manufacturer narrative:
Unit received with unexpected battery power loss and had high sleep current, problem isolated to electronic assemblies. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had replace battery alert. The customer¿s blood glucose level was 124 mg/dl. Customer reported the frequent occurrence of replace battery now in less than 10 hours after low battery warning then pump get shut off. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.